Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d234drg ICD implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that in the operating room prior to a device replacement procedure, the atrial lead electrogram showed lots of oversensing and artifacts. The lead was replaced due to suspected possible lead damage. The right ventricular lead was replaced due to high but stable threshold. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.